Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device finds the locking feature is fractured. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A sterile processing tech noticed the tip of the saw cap sz 6-8 was worn down and could not lock into the 4in1 cutting block.